Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. 2134265-2014-06861 .

Event description:
It was reported that a balloon inflation issue and dissection occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, eccentric, 18x3.5mm target lesion contained <=45 degree bend and was located in the severely tortuous and non calcified diagonal ramus artery. Following the insertion of an unspecified size runway guide catheter, a 0.14 pt2 guide wire was advanced and positioned in the target vessel. Subsequently, a 20mm x 3.50mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the lesion. However, upon inflating the balloon with an encore inflator, the balloon inflated outside its normal size. The balloon was inflated not more than its rated burst pressure but the physician noted by fluoroscopy that the balloon inflated beyond its reference size with considerable deformation causing vessel dissection. Hence, the balloon was deflated and was completely removed as a system. The physician then used another stent to treat the vessel dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was plastically deformed in the form of a 15mm bulge proximal of the proximal balloon weld. However, measurement of the balloon length was not possible due to the contrast and shaft deformation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon inflation issue and dissection occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, eccentric, 18x3.5mm target lesion contained <=45 degree bend and was located in the severely tortuous and non calcified diagonal ramus artery. Following the insertion of an unspecified size runway guide catheter, a 0.14 pt2 guide wire was advanced and positioned in the target vessel. Subsequently, a 20mm x 3.50mm nc quantum apex balloon catheter was selected for use and advanced to dilate the lesion. However, upon inflating the balloon with an encore inflator, the balloon inflated outside its normal size. The balloon was inflated not more than its rated burst pressure but the physician noted by fluoroscopy that the balloon inflated beyond its reference size with considerable deformation causing vessel dissection. Hence, the balloon was deflated and was completely removed as a system. The physician then used another stent to treat the vessel dissection. No further patient complications were reported and the patient's status was stable.